Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas 6000 e 601 module (e601). The sample initially resulted as 0.303 mui/ml and this result was reported outside of the laboratory to the patient. The patient contacted the laboratory and asked for the test to be repeated. On (B)(6) 2018, the sample was repeated, resulting as 339.6 mui/ml. The repeat result was believed to be correct and reported to the patient. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 259199. The reagent expiration date was asked for, but not provided. Calibration signals and quality control results were within expectations. No relevant alarms were observed on the alarm trace. Fibrin was observed in the sample. The sample was icteric.

Manufacturer narrative:
The alarm trace showed no indication of an issue. The last calibration performed on (B)(6) 2018, did not show any indications of an issue. Quality control data from (B)(6) 2018 and (B)(6) 2018 was provided and was within range. Performance testing done on (B)(6) 2018 passed. A general instrument or reagent issue could not be identified. The investigation was unable to find a definitive root cause.